Event description:
Abnormal cells found outside 22 fields of view (fov). No trigger cells present within 22 fov to prompt a full scan of the slide. No delay in pt diagnosis as the abnormal cells were found during qc. Site will be monitored to determine if expected occurrences (as determined by the pivotal study) are exceeded.